Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00333. 0001825034-2024-00334. 0001825034-2024-00335. 0001825034-2024-00337. 0001825034-2024-00338. D10: item# unk 54 g7 multi cup; lot# unknown. Item# unk taperloc 14 hi stem; lot# unknown. Item# unk f 36 hiwall bearing; lot# unknown. Item# unk 30 screw; lot# unknown. Item# unk 40 screw; lot# unknown. H6: proposed component code - mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent a left hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.